Event description:
A remstar auto a-flex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam was replaced to address the issue. Additionally, the service technician found contamination from dust and error codes e055 (therapy queue full error), e062 (ramp key stuck error) and e066 (stuck encoder b error). The device was scrapped by the service center after the evaluation was completed.